Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the final screwdriver shaft was broken during deformity operation of the spine. It is reported the instrument was used in accordance with the surgical technique. There was no impact on patient, and no delay of operation as a second instrument was available.

Manufacturer narrative:
Despite attempts for additional information, no additional information was received and the device was not returned to the manufacturer. Without the return of the device, no evaluation or expertise on product can be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on limited and incomplete information, no additional investigation could be performed, and the root cause of issue can not be determined. Device product code was corrected from hxx to nkb. (B)(4). Patient and device codes were added. Date was updated based on completion of investigation. PMA/510(k) number was corrected from exempt to k111301. Device manufacture date was added. (B)(4).